Event description:
A pt underwent right ureteroscopy, right ureteral dilation, and stone basketing. During the procedure, the surgeon noticed slight piece of balloon dilation catheter had shaved off of original catheter and was floating around in the patient's bladder. Endoscopy tech notifed. Surgeon felt piece was small enough to pass on its own.